Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: oncology procedure. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Complaint (B)(4) was created to account for the other incidents reported. On 06feb2025, [facility] reports multiple inzii bags breaking during procedures. At this time, the following are unknown: model #, lot #, event dates, number of occurrences, patient status, and patient injury. The units will not be returning. Intervention: ni. Patient status: no patient injury reported.

Event description:
Procedure performed: oncology procedure. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Complaint (B)(4) was created to account for the other incidents reported. On (B)(6) 2025, [facility] reports multiple inzii bags breaking during procedures. At this time, the following are unknown: model #, lot #, event dates, number of occurrences, patient status, and patient injury. The units will not be returning. Intervention: ni. Patient status: no patient injury reported.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.